Manufacturer narrative:
Bibliography: holger thiele, m. T.-j. (2020). Comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial. European heart journal, 1-11. This report is 4 of 4 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-11304, 2015691-2020-11305 and 2015691-2020-11307. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented and written by edwards in a clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, other potential contributing factors are unknown as limited clinical information was provided in the article. It is possible that the reported conduction disorder was caused by the mechanism explained in the technical summary mentioned above. There is no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A multi-center study was published in a european journal article, ¿comparison of newer generation self-expandable vs. Balloon-expandable valves in transcatheter aortic valve implantation: the randomized solve-tavi trial". The study from april 2016 to april 2018 included 447 patients that were randomized and were assigned to either a self-expanding valve or balloon expanding valve implantation. Out of the total 447 patients included in the study, 222 patients received a balloon expandable (be) with the edwards sapien 3 valve. The following events occurred in the sapien 3 group during the study period: 17 patients had equal or greater than 20mmhg gradient (7 patients after one day at toe and 10 patients after one-month toe), 14 patients had major vascular complication,10 patients experienced a stroke,3 patients had moderate or severe prosthetic valve regurgitation, and 41 patients required a need for a permanent pacemaker. This complaint represents the 41 patients who required a need for a permanent pacemaker due to a conduction disorder.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.